Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: access site adverse event/hematoma: clinical reported hematoma post peel away sheath removal. The cause of the issue was not established as limited clinical information was provided.

Event description:
It was reported that a patient implanted with an impella cp experienced a hematoma after the peel away sheath was removed. A purse string suture was placed and lido and epi were administered. Later, the patient expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the femoral artery in a 66-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient had a history of renal insufficiency requiring dialysis. Pre-implant hemodynamics were notable for severe left ventricular dysfunction with a reported lvef of 10 percent and a lactate of 11.1, consistent with profound hypoperfusion. Baseline hemoglobin was 10.5 and hematocrit was 33.5. The patient required inotropic support, vasopressors, and mechanical ventilation and was classified as scai stage e cardiogenic shock. The patient underwent right coronary artery coronary angioplasty with ptca. Following pull-away sheath removal of the 14-french introducer, a hematoma was observed at the femoral access site. Pressure was held utilizing a string suture technique, and lidocaine with epinephrine was applied locally to promote vasoconstriction and assist with hemostasis. The provider was aware of the access site bleed and additionally sutured around the sheath site. No further escalation of access site management was reported. The event was reported as hematoma, hemostasis intervention, medication required, and death related to an access site bleed associated with the 14-french introducer. Large-bore femoral access is associated with known risks of bleeding and hematoma, particularly in patients with profound cardiogenic shock, renal insufficiency, dialysis dependence, baseline anemia, and hemodynamic instability. Comprehensive review of the available information does not identify evidence suggesting a relationship between the device and the reported event. The patient was transferred to another facility, and a decision was subsequently made to withdraw care. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition. The patient expired.

Manufacturer narrative:
The impacted product info was updated from impella cp to introducer. Correction: the b5 was updated with more details on the event.